Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted for a pump exchange. The patient reportedly experienced elevated lactate dehydrogenase levels. The patient's international normalized ratio (inr) was sub-therapeutic. No additional information was provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient was admitted to the hospital after routine clinic visit ldh was elevated.

Manufacturer narrative:
Thrombus was found during the evaluation of the returned lvad. The device was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be established; however, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of this deposition could not conclusively be determined, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years. The device was received for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.